Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that during use, the iab started to unravel when inserting into the sheath. Upon assessment of the balloon, it was found to have a hole. The balloon was disposed of and another 50cc balloon was successfully implanted. No harm or injury to the patient was reported.